Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation') and pelvic pain ('increasingly severe pain / chronic pelvic pain / persistent pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), rash ("frequent rashes"), migraine ("frequent migraine headaches") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, pelvic discomfort, back pain, dyspareunia, alopecia, abdominal distension, rash and migraine had not resolved. The reporter provided no causality assessment for hypersensitivity with essure. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, migraine, pelvic discomfort, pelvic pain, perforation and rash to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Surgery would be required to remove the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation'), uterine perforation ('organ perforation') and pelvic pain ('increasingly severe pain / chronic pelvic pain / persistent pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, leiomyoma nos, menorrhagia, dysmenorrhea, menses irregular with excessive bleeding and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), rash ("frequent rashes"), migraine ("frequent migraine headaches") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (essure removed and hysterectomy total laparoscopic,bilateral salpingectomy,endometriosis excision laser laparoscopic,). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, pelvic discomfort, back pain, dyspareunia, alopecia, abdominal distension, rash and migraine had not resolved. The reporter provided no causality assessment for hypersensitivity with essure. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fallopian tube perforation, migraine, pelvic discomfort, pelvic pain, rash and uterine perforation to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Surgery would be required to remove the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Pathology test - on (B)(6) 2017: result: cul-de-sac, posterior, excisional biopsy: endometriosis, very focal. Uterus and cervix, hysterectomy: cervix: mild to moderate mixed inflammation, focal squamous metaplasia and reactive changes. Endometrium: proliferative pattern endometrium. Myometrium: leiomyoma, focal (0.6 cm). Fallopian tube, bilateral, salpingectomy: no significant pathologic findings. Intraluminal essure devjce, x2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, lab data, medical history , removal procedure were added, event perforation updated to fallopian tube perforation and uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation') and pelvic pain ('increasingly severe pain / chronic pelvic pain / persistent pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), rash ("frequent rashes"), migraine ("frequent migraine headaches") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, pelvic discomfort, back pain, dyspareunia, alopecia, abdominal distension, rash and migraine had not resolved. The reporter provided no causality assessment for hypersensitivity with essure. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, migraine, pelvic discomfort, pelvic pain, perforation and rash to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Surgery would be required to remove the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : reporter added. Essure insertion date updated and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.